Event description:
Complainant alleged, prior to applying electrode pads to a pt, the cable was disconnected from the sternum electrode. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation, and this complaint is still under investigation.